Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava and the right ventricular defibrillation coils were beyond the expected upper range. (B)(4) implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported there was a lead alert two days after the device was changed out. It was discovered the right ventricular lead impedance measurements were high. A lead revision was performed and it was determined the lower portion of the lead had been cut during the device change out procedure. The physician repaired the lead. The lead testing and parameters were within the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.